Manufacturer narrative:
This report is being filed to include updates to the h10 additional MFR narrative field. Although the s-ICD and electrode was not returned and was not tested in the laboratory, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock to be delivered in two episodes and several untreated episodes. This system was noted to have previously delivered an inappropriate shock resulting in the electrode to be repositioned. Review of device data determined that there were low amplitudes noted with a change in morphology when the patient changed positions. X-rays were completed with no visible damage noted and full electrode insertion confirmed. The device was subsequently reprogrammed from the primary to the secondary vector to mitigate further oversensing and inappropriate therapy. Technical services (ts) provided the next troubleshooting steps and programming options. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock to be delivered in two episodes and several untreated episodes. This system was noted to have previously delivered an inappropriate shock resulting in the electrode to be repositioned. Review of device data determined that there were low amplitudes noted with a change in morphology when the patient changed positions. X-rays were completed with no visible damage noted and full electrode insertion confirmed. The device was subsequently reprogrammed from the primary to the secondary vector to mitigate further oversensing and inappropriate therapy. Technical services (ts) provided the next troubleshooting steps and programming options. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock to be delivered in two episodes and several untreated episodes. This system was noted to have previously delivered an inappropriate shock resulting in the electrode to be repositioned. Review of device data determined that there were low amplitudes noted with a change in morphology when the patient changed positions. X-rays were completed with no visible damage noted and full electrode insertion confirmed. The device was subsequently reprogrammed from the primary to the secondary vector to mitigate further oversensing and inappropriate therapy. Technical services (ts) provided the next troubleshooting steps and programming options. This system remains in service. No adverse patient effects were reported.